Manufacturer narrative:
D3: correction. D9: 10-dec-2024. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed high alarm displayed: cassette not attached properly. Functional testing was performed, and it was found that excessive loctite application on the downstream occlusion (dso) sensor was the cause of the issue. The dso sensor was replaced to resolve this issue.

Event description:
It was reported, that the device had a cassette not attached error. It is unknown, if there is patient involvement.

Manufacturer narrative:
B3: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional information becomes available.